Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account states that a second patient sample, processed in closed mode using a cell-dyn 3200 sl analyzer, generated a falsely low hemoglobin result that recovered in the expected range upon repeat testing. A dispersional data alert was generated by the cell-dyn system to alert the user of the low hemoglobin value. No adverse outcomes were reported related to this issue.